Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion with calcification was located in the moderately tortuous left superficial femoral artery. On the first inflation the f/g, sterling, mr, 6.0 x 20/135 (4f) balloon ruptured at 12 atmospheres. The procedure was proceeded with a sterling 6.0-40 135cm and 2 non bsc stents were implanted to complete the procedure. The patient status is good with no complications reported.